Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient reported something about a lead that was supposed to be anchored and the explant was never recorded. The explant date was thought to be (B)(6) 2015. The patient said something about a lead that was anchored properly in (B)(6) but the year was unknown. No further patient complications were reported as a result of this event.